Manufacturer narrative:
The pump was not explanted and was not available for investigation; however, the system controller was returned for evaluation. Pump stops, low-speed hazards, and power elevations were captured in the submitted/retrieved log file; however, specific causes for the events and a correlation between the patient¿s expiration and the device could not be conclusively determined. The log file, dated (B)(6) 2016, contained approximately 19 days of data, spanning from (B)(6) 2016 21:07 to (B)(6) 2016 10:17, which captured normal pump parameters until (B)(6) 2016 10:14 when it appeared that the pump was having a hard time maintaining the set speed of 9400 rpms. Numerous power elevations, low-speed hazards, and pump stop events were captured over the final 3 minutes worth of events. Due to the time stamp listed in the log file, it could not be determined whether the events occurred prior to or after the patient's expiration. The returned system controller was functionally tested and found to operate as intended during analysis. The low speed and pump stop events captured in the log file were not reproduced during the investigation and a root cause was unable be conclusively determined through the analysis of the system controller. It was reported that the patient expired due to what was likely overwhelming sepsis. An autopsy was performed which did not reveal anything specific. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange due to a driveline infection was reported under medwatch MFR report# 2916596-2016-02262. (B)(4). The pump was not explanted. Heartmate ii system controller, serial # (B)(4) was received for investigation. The evaluation is not yet complete. Approximate age of device ¿ 54 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2010. On (B)(6) 2016, the patient underwent a pump exchange due to a driveline infection. It was reported that the patient was admitted to a local hospital following a fall. The date of the admission was not reported. The patient had reportedly reached out for the railing, missed the railing, and suffered a fall. Upon presenting to the emergency room, it was noted that the inr was elevated to greater than 14. Fresh frozen plasma (ffp) and vitamin k were administered in an attempt to reverse the inr. The patient was then transferred to the lvad center a couple of days later due to increased white blood cell count (wbc), slight elevation in liver enzymes (lfts) and continued confusions/hallucinations. A microbial culture at the outside hospital had grown staphylococcus epidermidis. No cultures were taken at the lvad center. Of note, the patient had been cleared by the infectious disease following treatment with antibiotics after the pump exchange. The patient expired on (B)(6) 2016. The cause of death was reported as sepsis. The preliminary autopsy indicated a probable overwhelming sepsis. The pump was not explanted. A log file submitted to the manufacturer¿s technical services department for analysis revealed that the device had difficulty maintaining speed, as well as elevated lvad power readings. No additional information was provided.